Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experienced a low blood glucose (bg) of 33 mg/dl. Suspected cause of bg was the functioning of control-iq. Issue occurred in the past and no troubleshooting could be performed. Reportedly, customer consumed sugar and candy to resolve bg. Customer continued to use pump for insulin therapy.